Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer stated that the pump was not bumped or dropped. The customer stated that there was no water contact on the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to partially cracked end cap noted. However, the insulin pump passed self-test, off no power test, a21 error test, displacement test and rewind test. The operating currents were in specification. The insulin pump was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked reservoir tube and missing the end cap sticker.